Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on all combinations of contact 11 on the right side. It was noted that there was possible damage to the lead during stage I procedure when the lead boot covers were pushed back in the pocket under the skin after the lead placement or there was possible damage to the lead that occurred during the stage ii when the boot covers were retrieved to connect to the extension wires. The surgeon tried reconnecting the extension into the battery, reconnecting the lead into the extension, and testing the extension by plugging the right lead in the left extension. Impedance checks were done after each. When the same impedance values came up after switching the extensions the surgeon decided to close since it was determined that the high was on the lead. Post procedure they tested the device with the 8840 and found the highs remained but dropped from 12,000 to 15,000 down to 8,000 to 10,000 ran at 3.0v. The issue was unresolved. The impedance check numbers are listed below. No patient symptoms or further complications were reported as a result of this event. Electrode impedance in ohms: left gpi: monopolar: 3: 1,571 2: 1,399 1: 1,584 0: 1,643 bipolar: 0,3: 3,958 0,2: 3,644 0,1: 3,375 1,3: 3,919 1,2: 3,318 2,3: 3,290 right gpi: monopolar: 11: 12.6k 10: 1,041 9: 1,116 8: 1,432 bipolar: 8,11: 14,1 k 8,10: 2,327 8,9: 2,167 9,11: 13.6k 9,10: 1,765 10,11: 12.5k.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1vr87, implanted: (B)(6) 2019, product type: lead. Concomitant medical products.the event was originally reported on the lead. Upon further review, the implantable neurostimulator was reported as the main product and the lead is listed as a concomitant product. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the surgeon did not test the lead directly because he did not want to further damage the lead. All other components of the system were verified as having normal impedances.